Event description:
It was reported that the customer angulated the table to 93.5 degrees vertical. The gear on the sector bent and broke the metal on the tub at the end of the sector. The horizontal shaft at the base of the table was pulled up out of its bearing block. The software limit did not stop the table and the table did not slow as it approached the calibrated limit of 85 degrees. No patient was on the table and no one was injured.